Manufacturer narrative:
An evaluation of the kangaroo pump was performed and the customer states, ¿unit runs over feed rate". The unit was triaged and the reported issue could not be confirmed at this time. The pumps previously feed rate of 200ml/hr was maintained and the pump was allowed to run for fifteen minutes prior to testing. A new feed set was introduced for accuracy testing. A feed rate of 125ml/hr was established and the pump was allowed to run for 30 minutes. The pump delivered 68.12ml of water in 30 minutes which is within the stated specification of between 60.63ml to 69.38ml. A second accuracy test was performed using a second new feed set. The previous feed rate of 125ml/hr was maintained and the pump was allowed to run for 30 minutes. The pump delivered 63.91ml of water in 30 minutes which is within the stated specification of between 60.63ml to 69.38ml. A visual inspection of the pumps interior found no indication of fluid ingress and no sign of corrosion or damage to the main printed circuit board. The reported condition could not be verified or duplicated. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer didn't report an issue. On (B)(6) 2018 the unit arrived at the service center with a note stating that the unit runs over feed rate.